Event description:
It was reported that the ringloc locking ring mechanism failed as the ring was found not attached after opening the packaging. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the ringloc locking ring mechanism failed because the ring was not in the correct position when opening the package. Surgeon attempted to seat the liner but noticed the ring was not symmetrically seated in the cup. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. G3. G6. H2. H6. H8. H11. One ringloc bi-polar 28x52mm item# 11-165228 lot# 66418610 was returned and evaluated. Upon visual inspection the chamfer was returned in the correct position. The lock ring was bent inside of the shell and upon removal there are indentations to the bottom side of the ring. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.